Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an left ventricular assist device (lvad) implant procedure, the right ventricular (rv) lead was damaged. The lead exhibited a loss of capture and diminished sensing. The lead was replaced. Following the implant of the new rv lead, defibrillation threshold testing was performed, and was unsuccessful. A subcutaneous lead was subsequently implanted, and remains in use. No patient complications have been reported as a result of this event.